Event description:
A user facility reported to olympus that an ultrasound image was not present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was not returned to olympus. The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Resolution details are not available at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Attempts for additional information about the event were attempted, but not successful. Olympus will continue to monitor field performance for this device.